Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump's act button was unresponsive and an unexpected restart occurred after water exposure. Blood glucose level at the time of the incident was not provided. Troubleshooting was completed and did not resolve either issue. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump had unresponsive buttons due to flattened (creased) act buttons dome switch. No unlocked j2/lcd keypad connector noted. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify unexpected restart alarm due to unresponsive button. No moisture damage on keypads, motor, vibrator, battery tube or electronic assembly during visual inspection. Unit had minor scratched lcd window and cracked reservoir tube lip.